Manufacturer narrative:
Patient weight not available.

Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close an iatrogenic atrial septal defect post mitraclip procedure. The device was prepped and loaded according to the instructions for use. The device was advanced over a .035 guidewire to the defect without difficulty. The deployment slider was advanced to the first stop, when a wire was noted under fluoroscopy extending out the guidewire port. The physician pulled the device back into the delivery catheter using the slider, but the wire fragment embolized to the right ventricular outflow tract. The physician was beginning to attempt to remove the wire fragment with a snare when it was decided that it would not be accessible, and the attempt was abandoned. A pericardial effusion was noted and monitored. The following day a transfusion was needed. The wire fragment remains in the patient.

Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close an iatrogenic atrial septal defect post mitraclip procedure. The device was prepped and loaded according to the instructions for use. The device was advanced over a .035 guidewire to the defect without difficulty. The deployment slider was advanced to the first stop, when a wire was noted under fluoroscopy extending out the guidewire port. The physician pulled the device back into the delivery catheter using the slider, but the wire fragment embolized to the right ventricular outflow tract. The physician was beginning to attempt to remove the wire fragment with a snare when it was decided that it would not be accessible, and the attempt was abandoned. A pericardial effusion was noted and monitored. The following day a transfusion was needed. The wire fragment remains in the patient. The patient was doing well and was discharged on an unknown date.

Manufacturer narrative:
H6: added investigation findings, component code and investigation conclusions. A summary of the imaging stated: it was reported the physician was implanting a 30mm gore® cardioform septal occluder to close an iatrogenic atrial septal defect post mitraclip procedure. Per the performing physician during deployment of the left atrial disc a wire was noted protruding from the guidewire port. Upon re-loading the left atrial disc, the wire embolized. From the limited imaging provided a piece of wire is visualized in the lung field. The wire fragment is consistent with the appearance and shape of the locking loop portion of the gore cardioform septal occluder device. However, without additional imaging this cannot be confirmed. The location of the wire fragment cannot be ascertained from the imaging provided. Per the performing physician an attempt to snare the wire fragment was unsuccessful and the fragment remains in the patient. A pericardial effusion was noted per the performing facility. From the imaging provided the cause for the effusion cannot be ascertained. The engineering evaluation of the returned device showed the following: the lock release shuttle was in the unlocked position and the control shuttle was in the loaded position. The bumper/lock loop wire was no longer attached to the left atrial eyelet. The size and shape of the occluder was unremarkable. There was fraying at the distal end of the locking mandrel. All other delivery system components including the sliding and locking mechanisms were unremarkable. The reported bumper wire fracture was confirmed. The embolization of the lock loop was a secondary failure resulting from the fracture. A cause for the wire fracture could not be determined from the evidence available.